Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj.  In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Investigation results suggest/indicate that patient factors (small lump of calcium of the valve) and/or procedural factors (device manipulation) may have caused the annular rupture. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.   The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), after implantation of a 26mm sapien 3 ultra valve, in aortic position by transfemoral approach, the patient became hemodynamically unstable with a very low blood pressure. Tte showed pericardial effusion. The team commenced with CPR and performed a pericardiocentesis the patient's condition remained unstable and a sternotomy was done to determine root cause. It appeared to be an annular rupture which was managed by the team of cardiac surgeons. The patient condition improved slightly at that stage. But became unstable again. Another echo was done which revealed bleeding in the abdomen and also around the annulus. The patient was taken to surgery and placed on to cardiopulmonary bypass. Annular rupture was noticed, the sapien3 ultra valve was removed, the annular rupture was repaired (root and lvot reconstructed) and a 21mm magna aortic surgical valve was implanted with a good outcome. Patient was taken of bypass, and metabolically stable. Currently recovering in ICU, patient still on a ventilator but responding to commands. As per medical opinion, the root cause of the annular rupture is possibly a small lump of calcium of the valve.